Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient experienced an infection and was hospitalized on an unknown date. There was no specific allegation these events were due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Subsequent attempts to obtain additional clinical information have thus far proven unsuccessful.

Manufacturer narrative:
Additional information: g1 plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: multiple attempts were made to acquire further details concerning these events; however, no additional information was obtained. In the information provided in the survey, there was no indication these events were related to pd therapy and/or the use of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s adverse events. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient experienced an infection and was hospitalized on an unknown date. There was no specific allegation these events were due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Subsequent attempts to obtain additional clinical information have thus far proven unsuccessful.